Manufacturer narrative:
It was reported that the patient was admitted in (B)(6) 2018. The specific date of admission was not provided. The event date was approximated as (B)(6) 2018. (B)(4). Approximate age of device ¿ 1 year and 5 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2018 the patient was admitted for elevated lactate dehydrogenase (ldh) of 1209 u/l and pump power elevations. Baseline ldh for the patient was in the 500¿s u/l. The patient was initially placed on heparin but was switched to argatroban due to thrombocytopenia. Treatment with argatroban lasted over 8 weeks. On (B)(6) 2018 and (B)(6) 2018 CT scans were completed and several ramp studies were performed during the admission. Results were not provided. The patient was taken to the catheterization lab twice for weaning trials and assessment of hemodynamics. It was reported that the patient had been listed for transplant for months. On (B)(6) 2018 the patient¿s ldh was 2027 u/l. The patient underwent a pump exchange. On (B)(6) 2018 it was reported that the patient¿s ldh was much improved in 400s u/l.

Manufacturer narrative:
The evaluation of the returned left ventricular assist system (lvas) confirmed the presence of pump thrombosis, which could have contributed to the reported increase in lactate dehydrogenase (ldh) level and elevations in pump power. Upon disassembly of the device, two thrombus formations were found adhered around the inlet bearing cup and ball, obstructing approximately 35-45 percent of the blood flow path in this location. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon pump disassembly. The thrombus rings revealed dark areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, a large flat thrombus formation was found occluding one vane of the pump rotor. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Finally, a smaller thrombus was found in the outlet stator situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location and could have potentially broken off from the larger thrombi found in the pump; however, its specific origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, they were obstructing a large portion of the blood flow path and could have contributed to the reported increase in ldh level. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline revealed no discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.